Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the cartridge cracked while advancing lens to insert.

Manufacturer narrative:
Product evaluation: the two complaint cartridges were returned with two additional used samples and one unopened sample. Only a small amount of viscoelastic was observed in all of the returned used cartridges. The reported damage was observed to the two complaint samples: heavy stress, split/cracked, and aneurysms that had torn. The associated qualified lenses were damaged and protruding through the torn areas along the top of these two cartridge tips and partially extending beyond the cartridge tips. Two additional used samples were returned with only a small amount of viscoelastic, evidence of handpiece use, and stress lines from delivery. The unopened cartridge was undamaged. A functional test was conducted using the unopened cartridge, a qualified lens model, qualified viscoelastic, and a qualified handpiece. The cartridge was filled with viscoelastic per the dfu. The lens was loaded per the dfu. The cartridge was secured into the handpiece. The lens was advanced through the cartridge by the plunger and exited the cartridge with no difficulty. No damage was observed to the lens or to the cartridge. All product and batch history records are quality reviewed prior to product release. Qualified lenses were used with the two complaint cartridges. The handpiece and viscoelastic product information was not provided. It is unknown if qualified products were used. The two complaint cartridges exhibited the reported damage. These two cartridges had heavy stress, were split/cracked, extending into aneurysms that were split. The associated lenses were damaged and protruding through the damaged areas and extending beyond the tips. The root cause for the complaint was most likely related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridges. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported two cartridges split upon using them. There was no patient harm reported. Additional information has been requested.